Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b and c) were returned inside their original package. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, air leaked a lot. A forceps kept being inserted to the device and the device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. While no device was being inserted, air leaked. Was any torque being applied to the trocar or device? ---no.